Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: event date: unknown. This report is for unknown screw/unknown lot number. Lot number unknown. Explant date: not explanted. The 510k#: unknown. Device is not expected to be returned for manufacturer review/investigation. The complaint indicated that the screw broke post-op requiring additional surgical intervention. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a patient came to clinic for routine exams. During this follow-up check was detected that one screw was broken. The screw was initially implanted on (B)(6) 2011 during a spine surgery. A revision surgery is planned on (B)(6) 2017 to remove the implant. It is unknown at the moment whether it is a synthes product or depuy. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. The screw was confirmed not to be a synthes product and is being reported by the correct manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. The screw was confirmed not to be a synthes product and is being reported by the correct manufacturer.